Event description:
Patient reported having experienced a small amount of relief from their boston scientific device and having had a second implant surgery since the beginning of 2015. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).